Manufacturer narrative:
Additional information: the device was discarded by the site and unavailable for evaluation.

Manufacturer narrative:
Patient weight not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Return requested. No parts have been received by manufacturer for analysis. The medtronic representative observed a subsequent procedure performed by this surgeon and there was no issue. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site was unable to track the straight suction. The site verified the instrument initially, however, during the procedure it stopped tracking. In trouble-shooting, changing out the instrument tracker did not resolve the issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Additional codes are provided to reflect that although the suspect instrument tracker was disposed of, the system and instruments were tested and the issue could not be replicated.